Event description:
Reporter states doing meter to hcp meter comparison tests, back to back, using separate fingersticks. Rptr's meter read 179 mg/dl, and rptr's doctor's meter (type unknown) result was 140 mg/dl. Rptr did not have any symptoms. No harm was alleged.